Event description:
The pump was returned for investigation. Investigation revealed multiple scratches along the display lens. The keypad was also found to be leaking during a leak test. The pump case was opened and moisture was found inside the pump case.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed multiple scratches along the display lens. The keypad was found to be leaking during a leak test. The pump case was opened and found evidence of moisture inside of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.